Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module and the objective prism assy fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module and the objective prism assy . In addition, we confirmed that the operation channel leaky, the segment steel braid rupture, the distal end assy with ccd module + us probe broken, the segment loosened, the control body assy complete fluid damage, the forward body cover broken, the u/d pulley wire worn out, the r/l pulley wire worn out, the brand plate worn out, the biopsy inlet piece deformed, the us connector cable worn out, and the us connector body defective; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).